Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to login after upgrade to version 1.11. A technical support specialist reviewed the knowledge article (ka) related to purge selection error on the sync. Purgeable table and confirmed that this was not the same issue. The ka ¿all bd users unable to login - incorrect ids url¿ was also reviewed. The integrated directory services (ids) url was verified and confirmed to match the fully qualified domain name (fqdn) as outlined in the ka; therefore, this was ruled out as the root cause. The service engineer was contacted and confirmed that only one station was experiencing authentication issues. Remote access was established to the station, and login attempts resulted in the same authentication failure. The station services were restarted, and the device was rebooted; however, the issue persisted. Station logs were reviewed, and no errors were identified. Remote access was then established to the server, and troubleshooting proceeded using the ka ¿medstation es - bd support and customer cannot login to devices post upgrade - error: invalid client.¿ a query was executed, and results showed sixteen devices. Further investigation identified an ids configuration issue. An error was observed stating that the open bin timeout duration must not be empty when attempting to save the ids configuration. A product support engineer (pse) consultation was created to assist with the case. The pse confirmed that two devices were unable to edit return bin settings and noted that a reboot alone would not populate the ids url in the database, indicating that the issue was likely due to another cause. The pse recommended reviewing logs to verify whether a connectivity issue had occurred and was resolved during the reboot process. The issue was successfully resolved with assistance from the product support engineer. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices unable to login after system upgrade. There were no adverse events or injuries reported based on this event.